Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. Product ID: pnma01411a004, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator for occipital neuralgia. It was reported the patient was unable to charge. The patient stated that for the past several months, her implantable neurostimulator (ins) would not hold a charge. It was noted that there was poor coupling with the recharger for the past several months. It was also noted that the recharger belt broke in (B)(6) 2016. It was also noted that the recharger antenna was damaged. A new recharging belt and recharger antenna were requested. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.